Event description:
Narrative: user facility reported: air injected into pt's left coronary artery during a diagnostic procedure. The catheter was positioned at the left coronary artery, a test injection was completed and the first ap cranial projection was completed. During the second projection (rao cranial) there was evidence of air in the left anterior descending artery that caused chest pain with transient st elevation. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection sys, model cms2000, was returned to acist on 09/23/2010 for testing. The injection sys was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the date from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. The angiogram of the event was reviewed by acist's medical advisory board members. An injector of air was seen at the end of the second left coronary cineangiogram. On the third run, approx one min later, the coronary flow appeared to be normal. The left ventricular cineangiogram at the end of the procedure shows anterior wall hypokinesis consistent with a moderate-sized air injection with secondary (probably transient) reduction in muscle function. There is no evidence of device malfunction based on the results of the injector testing. No definite conclusion can be made as to the cause of the event. This report is closed.